Event description:
Additional information was later received stating that the patient tends to pick at their incisions. No additional relevant information has been received to date.

Manufacturer narrative:
Device evaluated by MFR? Device evaluation is not necessary as the reported events are not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that a patient's generator was explanted due to an infection at his generator site shortly after initial implant surgery. Antibiotics were administered after the generator was explanted. The device history records for the lead and generator were both reviewed and revealed that the devices met all specifications for sterility prior to distribution. No additional relevant information has been received to date.

Event description:
Additional information was received indicating that the patient's infection resolved. No additional relevant information has been received to date.